Event description:
Initial info was reported by a physician's office to a sanofi-aventis patient assistant rep on (B)(6) 2010: a pt with unk demographics received two injections of sodium hyaluronate [hyalgan] (lot # and expiration date unk) beginning in (B)(6) 2009 for an unk indication. The pt did not complete the sodium hyaluronate regimens due to and unspecified surgery. The physician's office contacted sanofi-aventis to inquire about reimbursement aspects of the product. No further relevant info provided.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comments dated (B)(6) 2010: this case lacks significant info (e.g. Indication for surgery/any specific adverse reactions, complete medical history, concomitant medications, laboratory/ diagnostic results, reporter's causality assessment, etc.) To make a complete medical and causal assessment. Additional info has been requested.